Event description:
It was reported that a spectrum iq pump was turning off without user input. This occurred during biomed rounds. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing ¿'pumps turns off and on without user input, then gets a battery error on any battery." Was not reproduced. The device was tested with a known good battery and functioned as intended. A customer battery module was not returned with the pump. The pump did not power off during use and no visual abnormalities that could cause or contribute to the reported problem were observed. An event occurrence date was not provided, however an occurrence of ¿improper shutdown!¿ was observed approximately 9 hours after a batter error alert.an ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.